Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of guidezilla ii guide extension catheter. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a partial separation of the shaft/collar area. The partial separation had a "kink-like" appearance. Inspection of the rest of the device found no other damage or defects.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the guidezilla was kinked. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 6f guidezilla ii guide extension catheter was selected for use. During procedure, the physician tried to insert the guidezilla; however due to the heavy calcification, the device was kinked. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a partial separation of the shaft/collar area.